Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a patient via phone that on (B)(6) 2022, an rcr with cuffmend was performed. On (B)(6) 2022, patient underwent a revision surgery to remove the implanted staples due to a product recall. Additional information received on 11/4/2022: due to intermediate grade bursal sided delamination and partial-thickness tear of the supraspinatus tendon, mild ac joint osteoarthritis and mild subacromial subdeltoid bursitis, patient undergoes surgery on (B)(6) 2022. An ar-1934prk pasta bridge repair implant system, (2) ar-1926bc biocomposite pushlock suture anchor and an aflex402 arthroflex were implanted. During revision surgery on (B)(6) 2022, working via the posterior lateral and anterior portal, with biter and arthroscopic scissor, all the staples, nonintegrated dermal patch and attached fiber wire sutures were removed. A thorough lysis of adhesions was then carried out within the subacromial space. It was confirmed that all foreign material was debrided and removed from the joint. Both surgeries were performed by the same surgeon at the same facility.

Manufacturer narrative:
The complaint is not confirmed based on the customer provided photo, which displays the tissuetak staples within the joint space, however the tissuetak device was not listed in the surgical notes as being used. No problem is noted with the implanted staples in the images provided. The recall for these staples was due to a potential for the device not to fire. Once implanted, the staples were deemed safe with no risk to patient and did not need to be removed.